Event description:
The manufacturer was informed that a patient who had a perceval sutureless aortic heart valve, pvs25/size l implanted on (B)(6) 2018 went under tavi surgery on (B)(6) 2023. No further information is available at this time.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a model #icv1210 perceval heart valve at the time of manufacture and release. Tavr procedure performed.

Manufacturer narrative:
The manufacturer was notified that no further information will be provided regarding this event. Based on the limited information available, it is not possible to establish a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficiencies were identified. Should any further information be received in the future, a follow up report will be provided.